Event description:
A leak from the patient's s spinal incision was reported. The neurosurgeon opened the incision site; and he believed the catheter was fully intact / patent. He then made "many sutures" around the exit point of the catheter from the spine; and closed. The patient continued to experience leaking from the spinal incision site, so the neurosurgeon decided to again perform another exploratory surgery. The existing catheter was explanted, and replaced with new at a different vertebral level. The newly implanted catheter segment was primed prior to starting the patient on their existing infusion rate. The patient was admitted to the hospital for observation to determine if the catheter revision on (B)(6) 2011 would address the cerebrospinal fluid (csf) leakage issue. The explanted catheter was noted as being disposed of at the hospital, because csf was leaking around the catheter and not from the catheter. It was later reported that the patient was asymptomatic in regards to the csf leak; and she no longer experienced any csf leakage as of (B)(6) 2011. Drug delivered via the device was lioresal 200 mcg/ml at a daily dose of 96.2 mcg; the current infusion rate of lioresal was noted as being 110.5 mcg/day.

Manufacturer narrative:
Concomitant medical products: catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; catheter model 8596, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk.